Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 4 events were reported for this quarter. Product return status: 3 devices were received for evaluation; 1 device was available for evaluation but has not yet been received. Evaluation status: 2 device evaluations are in progress; 1 event was confirmed during testing; 1 device was found to be affected by corrosion. Product disposition: 1 device was repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction event in which the device had a sticky trigger or stuck safety switch, which can indicate a condition of potential run-on or unintended activation. The 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 3 previously reported events are included in this follow-up record.   Product return status 1 device was received for evaluation.   Evaluation status 3 reported events were confirmed during testing. - 3 devices were found to be affected by corrosion.   Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction event in which the device had a sticky trigger or stuck safety switch, which can indicate a condition of potential run-on or unintended activation. 4 events had no patient involvement; no patient impact.